Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fdf to fds and 510(k) number.

Manufacturer narrative:
The device was returned to olympus for evaluation; however, the evaluation has not yet begun. The exact cause of the reported event could not be determined at this time. As part of our investigation of this report, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility staff¿s reprocessing practice and to provide reprocessing training if necessary. To date, the ess visit has not been finalized.

Event description:
Olympus was informed that after reprocessing the scope, the scope culture tested positive for a gram negative bacterium. The scope was then high level disinfected (hld) in an oer-pro automated endoscope reprocessor (aer) machine with acecide-c as the disinfectant. The scope was again cultured and the culture test was negative for growth. There were no reports of patient infection.

Manufacturer narrative:
The ess visited the user facility on (B)(6) 2017 and provided an in-service. The only reprocessing deviation observed by the ess was with the sequence of using the channel cleaning brush and channel opening cleaning brush. The channel opening cleaning brush was used to clean the suction and instrument channels first. Then the channel cleaning brush was used to clean the suction/instrument channel second. Olympus reprocessing instruction manual instructs users to brush the channel first and the channel openings second. In addition, the device was returned to olympus for evaluation. The evaluation found deep scratches and dents on the distal end cover. The bending section rubber glue was also found cracked on the distal end cover. The device was serviced and returned to the user facility. Based on the investigation findings, the cause of the reported event is likely attributed to insufficient maintenance of the device.